Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative (rep) that there was a broken interstim lead in at least one of their patients. There were no symptoms or further complications reported as a result of this event.